Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that indicated this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting out of range pacing impedances, at approximately 2000 ohms. The left ventricular (lv) lead was still capturing, but output was high, measuring at 3 volts at 1.0 milliseconds. As a result, the lv lead was abandoned surgically and was replaced by an epicardial lead. The crt-d remains in service. No additional adverse patient effects were reported.